Manufacturer narrative:
(B)(4). Preliminary analysis showed that performing the hardware reset procedure would most probably resolve the reported issue. Recommendations have been provided on 25 july 2016. Nevertheless, further investigations were performed and confirmed that performing the hardware reset procedure will not resolve the reported issue. The recommendations have been cancelled.

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. A pit (patient initiated transmission) failed to be performed.

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. A pit (patient initiated transmission) failed to be performed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. A pit (patient initiated transmission) failed to be performed.